Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: 3389s-40, lot# va1p6rm, implanted: (B)(6) 2018, explanted: (B)(6)2018, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 22-jan-2022, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. Patient reported that the whole right side system was removed due to an infection. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the event occurred (B)(6) 2018 and the event was resolved at the time of this secondary report.